Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown - ringloc mallory head radial solid with threaded - unknown; s313152 - str rnglc btn ltch inserter - 251380; s313152 - str rnglc btn ltch inserter - 247470; s313152 - str rnglc btn ltch inserter - 153930; s313152 - str rnglc btn ltch inserter - 163930. Therapy date: (B)(6) 2018. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04625, 0001825034 - 2018 - 04626, 0001825034 - 2018 - 04630, 0001825034 - 2018 - 04613.

Event description:
It was reported that during hip arthroplasty, the shell inserter instrument broke off where it engages the shell. The instrument was deemed unusable. No known adverse event was reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Non-sterile, no expiration date; lot number correction UDI#: (B)(4). Concomitant medical products: unknown - ringloc mallory head radial solid with threaded - unknown, s313152 - str rnglc btn ltch inserter - 247470, s313152 - str rnglc btn ltch inserter - 251380, s313152 - str rnglc btn ltch inserter - 251380, s313152 - str rnglc btn ltch inserter - 251380. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed a fractured tip and minor damage to the square indent. Item was sent for sem fracture analysis. The analysis identified the fracture surface of the ringloc inserter aligned with the fracture analysis of the threaded inserter tip. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.